Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's delivered and monitored tidal volumes were different. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device needs recalibrated to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was recalibrated to address a tidal volume delivery issue. During further evaluation of the device the ventilator's overhead blower filter was found to be clogged with contaminate. The device's overhead blower filter was replaced to address the issue.